Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an open pulse wire between ECG electrodes a and b. The cause of the gong alarms and test failure is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A pt's wife contacted zoll customer support to report constant gong alarms. The patient was issued a replacement electrode belt.